Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, the vapr generator and footswitch would not work. The display seemed fine, however the electrode would not activate; replaced the electrode and the replacement would not activate. The generator was reset; however, the electrode still would not activate, and the generator displayed an error 400-14. The unit was reset again with the same negative result. At this point in time, the surgeon decided to go to a mini open for remedy. The procedure was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2012-00127.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received ant the service center and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st portion of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; no damage or anomalies were reported. The 2nd portion of the examination was the functional testing; this portion of the exam is performed to assess the device's operational status. The performance and functional testing revealed that the device had a performance/component anomaly that may or may not have been contributory to the adverse event; we cannot tell because the facility deemed that the repair and conclusive testing were to costly; the complaint device was ordered to be and was destroyed. The root cause or underlying reason for the reported device problem cannot be discerned. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.